Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the first inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube of the device. There was contrast in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located at the distal markerband. The device failed to inflate to rbp. Product analysis confirmed the reported event, as during functional testing the device was found to have a pinhole damage to the balloon. E1: initial reporter city: (B)(6).

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported, that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous, and severely calcified left anterior descending artery. A 2.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the first inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed. And the procedure was completed with another of the same device. No complications were reported. And the patient was in good condition post-procedure.